Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2023. On (B)(6), 2023, leakage was found inside the dressing on the insertion site during administration of actit. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, leakage was found inside the dressing on the insertion site during administration of actit. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is unconfirmed because the failure could not be reproduced. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. Functional testing of the returned catheter revealed no observed leaks, and the catheter was patent to infusion and aspirated freely as intended. Catheter location or placement of the catheter may contribute to the appearance of leaking during use. This complaint will be recorded for future trending and monitoring purposes.